Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed to discharge using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, visual data of the customer's report was provided. Visual data showed some creases and wrinkles on the packaging. A retained sample investigation was conducted for onestep complete resuscitation electrode/lot# 2422h. The retained sample investigation resulted in no faults found and concluded that the retained pairs of electrodes were assembled according to specification and did not duplicate the reported problem. Analysis of reports of this type has not identified an increase in trend.